Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected total -hcg ii result was obtained from a patient sample processed using vitros total -hcg ii reagent with a vitros 5600 integrated system. The investigation was unable to determine the assignable cause for this event. A review of historical quality control review indicates acceptable performance in regards to accuracy and precision issues using vitros bhcg lot 2170 and a reagent issue was ruled out as a contributing factor to this event. In addition, ongoing tracking and trending of complaint data has not identified any signals to suggest a systemic quality issue with bhcg lot 2170. Within run precision testing was acceptable indicating the vitros 5600 system was performing as expected and an instrument issue has been ruled out as a contributing factor to this event. Pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible and higher than expected total-hcg ii result from a patient sample processed using vitros total -hcg ii reagent (bhcg) in combination with a vitros 5600 integrated system. Vitros patient bhcg = 12 miu/ml versus expected < 2 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected bhcg patient result was reported from the laboratory. However, sample testing was repeated and a corrected report was issued. There was no allegation of patient harm as a result of the event. (B)(4).